Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed error code 00001 after delivering 7 shocks during patient use. There was no negative patient impact.